Event description:
No patient involvement.

Manufacturer narrative:
Other, other text: additional information- no patient involvement. See section b5. Device evaluation- the device was returned for evaluation. The device was given functional and delivery testing and found to meet with specifications. The reported issue could not be confirmed.

Event description:
It was reported that the frequency is low on a smiths medical ventilator. No adverse patient effects were reported.